Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure of the leadless implantable pulse generator (ipg), the tether was cut and the ipg dislodged. It was noted that the ipg seemed to be still attached to the tether. The ipg was removed and a new ipg was implanted. No patient complications have been reported as a result of this event.